Event description:
The customer reported both monitors are black upon boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the user interface board. System operates as intended.